Event description:
I received a couple of injections of restylane filler under the eye and over the course of a few months developed bags of fluid and inflammation. I have been returning to the same injector for a disvant, this has helped but I will likely have permanent puddles under my eyes.